Event description:
As reported via observational post market study complaint form "(dm: the parameters/data points that triggered the report. Pull data provided in from ae & other events log questions (q3 event category), (q5 event relationship (study device, study procedure, pre-existing) and (q7 device deficiency). Device issue: stent fracture, relationship; casual relationship, catheter broke off and removed; procedure: not related; pre-existing: not documented; deficiency: yes, catheter broke off. Note: 0 days post-procedure. Stent placed through the wall of a pre-existing stent. Note: ae1.